Manufacturer narrative:
(B)(4). Batch # n56m29. The analysis found that one long60a device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3, and with the cartridge pan damaged. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was manually reset and the device was tested for functionality with the returned reload. The device fired, cut and formed all the staples as intended. In addition, the device opened and closed as intended without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric bypass procedure, the device locked and would not open anymore. The surgeon tried the manual override, but this didn¿t work either. After a few times the device reopened. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.